Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, the cutting loop failed during case. Dr used item and a part of the item melted off. No patient harm. No notes on delay of surgery; surgery completed after switching out. No death or (unanticipated) serious deterioration in state of health reported.